Event description:
While monitoring a conscious patient (age & gender unknown) the device was unable to detect an ECG signal. The device was turned off/on and the device was unable to obtain an ECG signal. There was any adverse effect to the patient due to the reported malfunction.